Event description:
The following was reported to gore: on (B)(6) 2022 a patient presented with bilateral superficial femoral artery (sfa) disease and underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) device. The vsx device was successfully delivered and implanted in the proximal sfa. After implantation, the physician attempted to withdraw the delivery system back into the sheath for removal and the distal tip became separated from the delivery catheter. The physician was able to snare the distal olive tip and successfully remove it from the patient. No patient harm was reported.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The device was discarded at the treating facility, therefore a device evaluation could not be performed. A review of the manufacturing records indicated the device lot met all pre-release specifications, including review of the bonding process for the device. Review of process data yielded no evidence of a missing distal tip bond.